Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that a tampon came apart during removal leaving a piece behind. Consumer removed the remaining piece.